Manufacturer narrative:
An evaluation the device history records and the returned instrument revealed no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released according to design specifications. Analysis of the device indicates that the instrument appears to have been subjected to high torque loads due to the patient's extreme sclerotic bone. The examination also revealed that the failure occurred via the tap twisting and ultimately breaking. Additional information provided by the sale rep indicated that the vertebral body was not pre-drilled to create a pilot hole/tunnel prior to utilizing the aspida tap. The rep also stated that this particular patient had incredibly sclerotic bone. Page 6 of the aspida lumber plating surgical technique ((B)(4)) provides directions as to proper screw hole preparation.

Event description:
During a case on (B)(6) 2015 the distal tip of an aspida tap fractured and broke. The surgeon used the tap to penetrate the patients sclerotic bone. The detached tip was removed from the patient without issue.